Event description:
The customer reported that the system displayed an interlock failure error message. This error message will likely cause the system to lock up or shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver board was replaced. The system was then found to be operating as intended.